Event description:
A customer reported a system message displayed during a cataract extraction procedure. The customer tried disconnecting and reconnecting the footswitch several times, exchanged the handpiece three times, exchanged the cassette, rebooted the system, and finally exchanged the system but the second system displayed the system message as well. There were multiple incisions made resulting in vitreous in the anterior chamber. After a 30 minute delay, it was noted that an anterior vitrectomy was done and the intraocular lens was unable to be inserted; the incision was sutured and the case was aborted. Patient now has increased intraocular pressure and corneal inflammation. The patient is scheduled for a second procedure to implant the intraocular lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on (B)(4) 2013. The manufacturer internal reference number is: (B)(4).